Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant procedure the physician replaced the left ventricular lead with a different model, as he did not feel the first one was "stable " enough to leave in the coronary sinus. No patient complications have been reported as a result of this event.